Event description:
A nitrospray lite plus 10 oz. Cryosurgery unit was used by the doctor. The office mgr reported that the unit had previously been filled with liquid nitrogen (approx 1/3 to 1/2 full), the lid was fastened in the normal fashion and there was not any problem at that time. A few hours later after the canister had been sitting out on the counter of the treatment room, the physician picked up the nitrospray unit from the counter to move it out of their way (not use it) when the orange gasket blew out the side of the cap and liquid nitrogen escaped. The physician received 3rd degree burns to their left hand, forefinger and thumb.